Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve and diaphragmatic stimulation from their left ventricular (lv) lead. It was also noted that the lead exhibited high thresholds in all vectors. The lead was capped and replaced. No further patient complications have been reported as a result of this event.